Event description:
It was reported that the customer had high blood glucose and the school nurse gave the customer a correction of 6.7 insulin unit. Customer blood glucose reading at the time of the correction was 410 mg/dl. Troubleshooting was performed and found that the customer had wrong time programmed in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.